Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2020-01477.

Event description:
The patient was undergoing a thrombectomy procedure in the top of the basilar artery (ba-top) using a penumbra engine (engine), a penumbra engine canister (canister), a penumbra system ace 68 reperfusion catheter (ace68), and a stent retriever. During the procedure, the physician removed the stent retriever after completing one pass and subsequently initiated aspiration. However, the engine stopped aspirating and it was reported that no indicator lights were illuminated and the engine was not increasing in pressure. Troubleshooting was performed but the issue remained unresolved. Therefore, the engine and canister were no longer used in the procedure. The procedure was completed using manual aspiration and the same ace68. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: there was no visible damage to the canister. Conclusions: evaluation of the returned canister revealed a functional device. During the functional test, the canister was connected to a demonstration engine pump and achieved vacuum pressure within specification and all four vacuum indicator lights on the engine illuminated. The reported complaint could not be confirmed. The supplier performs 100% visual and functional inspection prior to shipping to penumbra. Penumbra performs packaging and label inspection upon receipt prior to shipment to customer. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.